Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. Analyst commented, distal conductor distortion due to over-rotation prevents helix from extending. (B)(4).

Event description:
It was reported that during the implant procedure, on positioning the atrial lead, the screw would not deploy despite multiple attempts. Turning of the proximal screw end of the atrial lead with the twizzler was causing the whole lead body to rotate rather than turning the screw. The atrial lead was removed and replaced with a different lead. Upon withdrawal of the atrial lead, attempting to turn the screw outside the body also resulted in the same problem. No patient complications have been reported as a result of this event.